Event description:
The following info was reported to kci by the home health nurse: recommendation were needed on how to remove the foam from the wound when it was adhered. The nurse had already soaked the granufoam for more than 30 mins and was unsuccessful in removing it. On approx (B)(6) 2011, the middle of last week, was the last dressing change. On (B)(6) 2011, the pt was seen by the surgeon who was able to remove the granufoam dressing by sharp debridement and then the surgeon had to cauterize the wound. The wound was progressing well and no more issues with adhering foam to the wound.

Manufacturer narrative:
Device labeling, available in print and online, states: if dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15-30 mins, then gently removing the dressing from the wound. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. Wounds being treated with the v.a.c. Therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c. Dressings should be changed every 48 hours to 72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate.